Event description:
I got a viora ipl (intense pulsed light) laser treatment done and I got 3rd degree burns on my forehead (one treated spot) and no other burns anywhere else on my face that was treated. The nurse practitioner who performed the treatment prescribed me silver sulfadiazine cream, usp 1% on (B)(6) 2022 to treat the burn after her examining it (after the top layers of skin peeled off). FDA safety report ID# (B)(4).